Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that while implanted with an impella cp the patient had ectopy with any movement. Additionally, the patient's right groin developed a hematoma. One unit of blood was transfused to the patient. The patient was successfully weaned from the pump and survived.

Event description:
Additional information received from the long-term outcome and quality indicator (loqi) impella registry: "patient was seen on (B)(6) 2025 for post hospital follow up. He notes ongoing lump and drainage at the site of his impella placement and angiogram. Right femoral artery access/impella site with erythema and drainage on exam, and small nodule palpated with some tenderness on exam. Patient and wife note this looks similar from hospital discharge, but given concern for infection will treat with keflex 500 mg qid x 7 days. Will also obtain us arterial le pseudoaneurysm to rule out av fistula or pseudoaneurysm. Arterial us of le on (B)(6) 2025 showed no evidence of pseudoaneurysm or arteriovenous fistula. On (B)(6) 2025, cardiac therapy note stated that patients groin site better now, and patient stated just 1 small scab on it and no pain."

Manufacturer narrative:
B5 updated with additional information receive from the clinical site. H6 health effect - clinical code and health effect - impact code updated according to the additional information received from the clinical site. Instructions for use: cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. G2 report source; study was missing from manufacturer device report 1220648-2025-28926.